Manufacturer narrative:
During follow-up, the patient said there were no defects or malfunction with the f14 units. She thinks it is difficult for her to maintain sterility when catheterizing. The patient also reported reuse of the catheter that may have contributed to her getting an infection.

Event description:
Intermittent catheter patient (user) said she currently has a urinary tract infection (uti) concurrent with catheter use and is using more catheters than usual. During follow-up, the patient said she was prescribed an antibiotic and is still taking it.